Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead displayed high out of range shock impedances. This information was provided to the physician and is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this system remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, approximately five months later, a further out of range measurement was displayed by remote monitoring. The physician was provided this information and is further monitoring the issue.

Event description:
Additional information was obtained. The shock impedance measurements have been consistently high and stable. A decision was made to further monitor this system.

Event description:
Additional information was received. A follow up visit is intended. Technical services reviewed the remote monitoring data. The alert had been triggered eleven days prior to when the value was displayed. It was thought this was due to the patient being away from the communicator. Lead impedance trends revealed the impedance has been within normal range for the past year. No events were displayed for the past year. The patient is in sinus rhythm. No noise or artifact was displayed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).